Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa). After a non-bsc guide wire was inserted by contralateral approach, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, contrast agent leakage was confirmed through fluoroscope. The device was removed from the patient's body and a longitudinal crack on the balloon part was confirmed. The procedure was completed with a peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic investigation of the balloon material revealed a pinhole on the distal edge of the markerband. Microscopic inspection revealed damage to the tip. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa). After a non-bsc guide wire was inserted by contralateral approach, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, contrast agent leakage was confirmed through fluoroscope. The device was removed from the patient's body and a longitudinal crack on the balloon part was confirmed. The procedure was completed with a peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.